Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm approximately three months ago. Vessel morphology was reported as the aortic neck had an infra-renal angle of 40 degrees. Proximal aorta was 20 mm in diameter and 25 mm in length. Right iliac artery was 10mm in diameter and the left iliac artery was 12 mm in diameter. The right and left femoral arteries were 8mm in diameter, respectively. There was no presence of circumferential thrombus or calcification. Three days post index procedure the CT revealed a type ii endoleak that was left uncorrected. One month post index procedure a technical observation discovered acute ischemia of inferior left limb by thrombosis of the stent graft which required an intervention. A femoral-femoral crossover bypass (right-left) was performed. The investigator assessed this event was not related to the study device or to the study procedure. The patient is being monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion) 100 other (unknown cause). Conclusion: (unknown cause).